Event description:
The customer tested her blood glucose using her contour meter and received a reading of 450mg/dl.she was retested on a hospital meter and received a reading of 175mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the customer could not provide product information because she did not have access to her meter and strips. No product was replaced.

Manufacturer narrative:
The customer could not provide product information. It's not possible to determine the manufacture date or 510k number without the meter information